Event description:
The fixator was applied for an "hto" procedure on 12/13/1999. At that time the set screw on the anterior angular hinge "stripped". Approx 5 weeks later the hinge "slipped" as a result of the earlier incident. The fixator was removed and the pt casted.